Event description:
It was reported that during an MRI procedure, the pump motor stalled. The 48 hr tube set error message was recorded in the pump logs in 2008, at 9:25 a.m. The pump motor stall recovered after the pump was interrogated three days later. The pt experienced increased pain related to the event. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.